Event description:
The facility representative reported an ipump with a condition of "battery cover is not holding the battery in the compartment properly causing pump to not infuse". This condition has the potential to interrupt delivery. The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4).the sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump in which the battery door was not holding in the battery was confirmed and reproduced during product evaluation. The assignable cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition.